Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The mitraclip system instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of worsening heart failure is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article, the year in cardiology 2018: valvular heart disease.

Event description:
This is filed to report heart failure, tricuspid regurgitation and re-hospitalization. It was reported through a research article identifying mitraclip devices that may be related to heart failure, tricuspid regurgitation and re-hospitalization. The literature consisted of 304 patients enrolled in (B)(6) study. Specific patient information is documented as unknown. Details are listed in the article, titled, the year in cardiology 2018: valvular heart disease. No additional information was provided.